Manufacturer narrative:
Product analysis: the complaint was confirmed. The ventricular connector was broken off inside of the device. The hanger was broken. The battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular output connector. The epg was returned for service. There was no patient involvement.